Event description:
Procedure: laparoscopic appendectomy. Reportedly: the surgeon stated "...the stapler did not misfire, was not faulty, there was bleeding after the surgery, which was remedied with a couple of sutures. Her injuries are marginal." According to hospital records: the appendectomy was performed in 2007. An endo gia was placed across the base of the mesentery and fired. A second reload of the endo gia was placed across the base of the mesentery and fired. Exploration of the pelvic organs showed that there was a fibroid in the uterus and approximately 4.5cm ovarian cyst on the right ovary. The stump of the appendix was inspected and no evidence of bleeding was seen. The patient returned to the or for abdominal exploration with control of bleeding the following day, with fluctuating and decreasing blood pressure and decline in hemoglobin. At the level of the cecum, in the staple line of the mesoappendix, a small amount of active oozing was found at edge of stapled mesoappendix. Approximately 800ml of blood and clot was removed from the peritoneal cavity. Suture ligature of 3-0 figure-of-eight (vicryl) sutures were used. The peritoneum was re-approximated to become hemostatic. Copious irrigation was done. No evidence of active bleeding or oozing was seen.